Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings and hospitalization. The customer's blood glucose reading was 485 mg/dl. The customer was hospitalized due to diabetic ketoacidosis. The customer was wearing the pump during time of emergency room visit. The customer stated that she went to the hospital 3 times during the week but does not remember the specific dates. The customer was advised to call back to troubleshoot.